Event description:
There was difficulty advancing the recovery catheter thru the stent to recover the filter basket. The physician was successful in retrieving the filter without further incident. Additional information received reported that after post-dilatation twice with a viatrac 5.5/30 and insertion of a buddy wire and advancement of the recovery catheter through the stent, having the patient rotate patient's head - the accunet was recaptured. It took about one hour. It was reported also that the patient experienced headache, nausea, became lethargic but was neurologically intact, having low blood pressure and severe bradycardia. The event resulted in prolonged hospitalization and the patient's outcome was resolved.